Manufacturer narrative:
Correction: brand name; model #; catalog #.

Manufacturer narrative:
The esg-100 electrosurgical unit was not returned to olympus for evaluation/investigation, since there was no malfunction and the device is still being used by the user facility. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, this event/incident was attributed to use error, since the tissue of the patient was cut mechanically after the output power level of the esg-100 electrosurgical unit had been set to 0 w. As a result of this, the tissue was not cauterized and increased bleeding occurred. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the recommended settings of the esg-100 electrosurgical unit and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic endoscopic polypectomy of the large intestine procedure, the tissue of the patient was cut mechanically after the output power level of the esg-100 electrosurgical unit had been set to 0 w. As a result of this, the tissue was not cauterized and increased bleeding occurred. However, the bleeding was stopped by clipping the tissue and the procedure was successfully completed.

Manufacturer narrative:
.